Manufacturer narrative:
One used lf1212 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-07-04 date of follow-up report: 2017-08-03 additional information provided and updated with new information. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sealing and cutting function of the device did not work. The sealing lasted for more than 8 seconds, but the activation continued without a sealing end tone. There was thermal spread to the surrounding tissue and the sealing was not completed as expected.

Manufacturer narrative:
Date of initial report: 2017-07-04. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. .

Event description:
The customer reported that the device sealing did not work. There was no patient injury.